Manufacturer narrative:
The event was originally reported under impella 5.5 MDR 1220648-2026-02403, which included adverse events for hemolysis and bleeding that required blood transfusion. Following a cross-functional investigation completed on 26-mar-2026, the reported placement signal loss was determined to be most likely associated with the automated impella controller (aic), rather than the impella 5.5 pump. A product investigation has been initiated for the aic (serial number (B)(6)). The product has been requested for return and evaluation. This MDR is being updated to document the involvement of the automated impella controller.

Event description:
The complainant reported on (B)(6) 2026 during support with an impella 5.5, the placement signal stopped responding. At the time of the reported issue, motor current and pump flows remained stable. The procedure was completed with the device in place, and the patient's outcome was reported as stable. The event was originally reported under impella 5.5 MDR 1220648-2026-02403, which included adverse events for hemolysis and bleeding that required blood transfusion.